Event description:
Information received a smiths medical cadd administration sets -flow stop leaked 5-fluorouracil along cassette and crystalized on the ground. Patient did not have exposure to drug. Exact amount patient received and amount leaked not able to calculate volume lost. A new doctor order was implemented for reinfusing 5-fluorouracil but only prepared 50% of the medication to avoid overdose. No patient adverse events reported other then delay in therapy.